Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and was unable to replicate the reported complaint. Tested all movements/ pendant functioned, and all responded appropriately. System checked out to satisfaction. Logs from date of occurrence obtained, and showed that move enable signal was lost multiple times. There were also messages that motion power was not activated due to pendant "on" status. Logs also showed that the "radiation disable" pendant button was activated by user. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a spine fusion procedure, the system experienced several issues. Staff were able to obtain an ap (anterior posterior) shot, but when they pressed the pendant button to rotate the gantry the system responded by switching between 2d mode and 3d mode. Rebooting seemed to resolve this first issue, but as they opened the gantry doors several icons including the radiation symbol started flashing and several digital values changed rapidly. After successfully opening the gantry doors, the radiation symbol now had a strike through it. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.